Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as user medwatch: (B)(4). It was reported that the drainage catheter was pulled out and broken. The patient became intermittently agitated and tried to get out of bed. The drainage catheter placed in the chest was pulled out and broken. The physician removed the remaining catheter and re-dressed the area. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was unknown if the catheter was broken as a result of the patient's movements. The catheter was removed from the patient manually. There were no patient complications as a result of this event.